Manufacturer narrative:
Date received by manufacturer: 23oct2019. Date of report: 24oct2019. Repair information was confirmed. The fse verified that the battery was from 2018. The fse advised the customer to replace the user interface (ui) board. The customer reported that replacing the ui board and battery corrected the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit turns on by itself. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jul19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit turns on by itself. There was no patient involvement.